Event description:
An engineering investigation was triggered based upon a discrepancy observed in mfg with a resistor network used on two pcb assemblies in the product. A failure of this network could result in a loss of function of the device keypad switches, which could prevent/delay therapy.